Event description:
It was reported that during a da vinci-assisted surgical procedure, the yellow pedal would beep 3 times then did not work for cautery also end of the vessel sealer extend instrument was getting hot to the touch. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend instrument to perform failure analysis (fa). Fa was not able to confirm nor reproduce the customer reported complaint. A review of the logs showed no errors. The instrument was tested on an in-house system 3 of 3 times. The instrument passed the recognition, engagement and intuitive motion test. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The cut and seal test was unable to be performed due to the cable being cut. No debris was found on the jaws. No damaged or loose grip cable was found in the proximal end. The instrument was returned with the cord cut. Due to the damage, the instrument could not be tested for functionality. The instrument could not be tested for sealing/cutting capabilities due to the instrument being return with the cord cut. The instrument was returned with a missing integrated cord.